Manufacturer narrative:
The sample was not returned for evaluation. The lot number is unknown, therefore, the device history record could not be reviewed. (B)(4).

Event description:
It was reported that the pt is experiencing redness, burning the itching at the perineal area after an alyte mesh implant. Implant was performed in (B)(6) 2013. Pt has been on multiple prescriptions but nothing helps the physician is concerned that she may be allergic to the mesh. The physician is currently treating the pt is not the physician that placed the mesh it is unk why the pt did not seek medical attention from the physician that placed the implant. Device remains implanted.

Manufacturer narrative:
The investigation is still under investigation. Once the investigation is complete, a supplemental report will be filed.